Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 540-541 mg/dl and a 1.5 mmol/l ketone level resulting in a visit to the emergency room (ER). The customer's nurse believed that the cause of the adverse event may have been due to carbohydrate calculations not being accurate as the customer was not in their normal environment. While in the ER, a supply change was performed and no issues were observed with the infusion set site and pump was observed to be delivering boluses as expected. No occlusion alarms had occurred at the time of the event. The customer's adverse event was resolved and bg decreased to 144 mg/dl and a 0.5 nnol/l ketone level. Reportedly, the customer reverted to an alternate pump for insulin therapy.